Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
It was reported that the customer had experienced high blood glucose. Customer blood glucose was 403 mg/dl. Customer was using insulin pump within 48 hours at the time of event. Customer was not using the auto mode feature at the time of event. The insulin pump will be returned for analysis.